Event description:
Blue lumen of the catheter was difficult to infuse. Followed by leakage a day or two later.

Manufacturer narrative:
The failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken.